Manufacturer narrative:
(B)(4)

Event description:
The univeral serial bus (usb) cable (lot number 2132956) being used with the complaint receiver device was returned for evaluation on 03/28/2016. The device was visually inspected and no defects were found. Cable testing was performed by measuring the usb cable pins and the tests passed. The customer complaint could not be confirmed. A root cause could not be determined. The complaint receiver device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 67. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined. In addition,the universal serial bus (usb) cable (lot number 2132955) being used with the complaint receiver device was returned for evaluation on 03/28/2016. The device was visually inspected and no defects were found. Cable testing was performed by measuring the usb cable pins and the tests passed. The customer complaint could not be confirmed. A root cause could not be determined.